Event description:
It was reported that they tried to use the foley catheter, but the balloon did not inflate properly, so could not place it and decided to discontinue its use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be pinch lumen/ collapse lumen/ thick sac thickness/ valve damage/ short inflation lumen. The labeling and instructions for use were found to be adequate. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to use the foley catheter, but the balloon did not inflate properly, so could not place it and decided to discontinue its use.